Event description:
Amo (B)(4) received a report from an attorney where a (B)(6) male patient experienced chemical burns to the cornea, corneal erosion, eye pain, and decreased visual acuity (temporary) after misusing total care daily cleaner. He used the product as a multipurpose solution and applied his soft contact lenses to his eyes after soaking them in the product. He sought medical treatment at an emergency room; treatment specifics were not provided. The report states that 'he could not see for two days and was incapable of working for two weeks.' A treating physician indicated that as a sequelae, a permanent dryness of the eye (sicca syndrome) could not be excluded which could result in a contact lens wear incompatibility and a longer usage of artificial tears for one year. This device is no longer marketed in the united states.

Manufacturer narrative:
Lot number of solution used by patient is unknown, and the manufacturer does not have any patient information that would allow us to further our investigation of lot number and adverse event details. It is unknown if the device failed to meet specifications as we have not received the complaint sample for analysis nor have we received an identifying lot number to perform product investigation. The device was most probably being used for treatment, as this type of device is not typically used for diagnosis. The relationship, if any, of the device to the reported incident/adverse event is unknown. The complainant reported an association between the amo device and the reported event. However, because we have not received the complaint sample for analysis, nor have we received an identifying lot number to guide our testing, we have been unable to determine the relationship.